Manufacturer narrative:
Device evaluation is not necessary as infection/extrusion is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient's lead and generator was explanted due to extrusion of the generator at the generator site. It was noted that the pocket was purulent. The surgeon noted the cause was patient manipulation. The device history records of the generator and lead were reviewed. The sterility of the products prior to release was verified. Device evaluation is not necessary as infection/extrusion is not related to the functionality or delivery of therapy of the device. No further relevant information has been received to date.